Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device was manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, it was discovered that the coating on the insertion guide serpentine was peeling off. Additionally, the bending angle was noted insufficient due to the elongation of the angle wire. The insertion guide bundle was significantly broken. Water tightness was not maintained due to holes found in the curved rubber. Wrinkles in the insertion part were observed. The curved tubing section as well as the insertion part of the serpentine had both been crushed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus tracheal intubation fiberscope due to a broken fiber. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the flexible tube coating was peeling off. This report is being submitted to capture the peeling coating.